Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed without issue. Resistance was encountered when advancing the device. It was reported that the stent dislodged during delivery to the lesion while attempting to pass a previously deployed stent. The dislodged stent was crushed in the vessel using another stent. The patient was reported to be alive with no further injury.